Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that patient was hospitalized due to high bg. The blood glucose level was 300 mg/dl at the time of use. The patient took the treatment of normal pump upload using carelink. No further information was available.